Event description:
It was reported that the patient presented for a generator change procedure. During the procedure, it was noted that the right atrial (ra) lead exhibited insulation damage which was able to be confirmed via x-ray. The ra lead was explanted. The patient was in stable condition.